Manufacturer narrative:
A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. The insulin pump had minor scratched lcd window, cracked battery tube threads, missing o-ring (reservoir tube), cracked reservoir tube window and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. The customer stated the insulin pump is chipped at the top of the reservoir chamber. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.